Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with off no power issue and battery out limit issues. The customer states their blood glucose level rose to 399 mg/dl. The customer states they did not receive low battery alert prior to the off no power alert. The customer states they received low battery alert a couple of days before the device powered off. The customer states they replaced the battery, but the device still powered off. Troubleshoot was conducted and the customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist.